Event description:
It was reported that during a laparoscopic cholecystectomy, the cap broke apart from the device. Another trocar was opened. There was a delay in the case. There was no pt injury. It was later reported that the device was used on the pt, then a new trocar was opened because co2 kept being lost from the abdomen. Additional info was requested, but no additional info was available.

Manufacturer narrative:
Final device investigation found that the device was returned in two pieces. The proximal housing was broken apart at the seam. The device history record was reviewed and no discrepancies were found.